Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient had a left ventricular assist device (lvad) placed. A few days later, failure to capture was observed on this right ventricular (rv) lead. A chest x-ray was performed, which confirmed that the electrode was dislodged. It was suspected that the dislodgement occurred during lvad placement. The physician elected to electrically abandon this rv lead and rely on left ventricular pacing only. This rv lead and the associated cardiac resynchronization therapy defibrillator (crt-d) remain implanted. No additional adverse patient effects were reported.